Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no audio from the mx40. It is unclear whether the device was being used on or off the network. There were no reports of a death or serious injury.